Manufacturer narrative:
Visual inspection of the mmsi final tightener revealed that the distal tip of the device has stripped. The damage is consistent with the direction of rotation of the tightener during use. Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however it is likely that the tightener may have not been fully inserted into the set screw during tightening. No further action is required as no issues could be identified in the manufacturing or release of these products. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rubber on handle is coming off. Final tightener tip is stripped.